Event description:
International affiliate reported that the device tore 3 days after placing the device in service. The device was replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.